Event description:
The ICU registered nurse was attempting to unplug the IV infusion pump when her fourth digit on her left hand inadvertently contacted one of the prongs of the plug. This contact with the electrical supply prong that resulted in a small blister on the fourth digit of her left hand. The rn reported the finger was immediately cleaned and band-aid applied. The blister did not appear until several hours later. When the power supply pack plug was inspected after the event, it was noted that the third prong/pin was missing from the plug. Biomedical engineering has confirmed that this pin is not a ground prong, rather part of the design of the power supply to support the weight of the plug when plugged into the electrical outlet. The pump is on a preventative maintenance schedule per manufacturer instructions for use, every two years. Nursing and biomedical engineering have reported and repair numerous power supply cords. The stabilizing prong is known to break off. FDA safety report ID # (B)(4).